Manufacturer narrative:
The customer reported complaint for the platform having flickering lcd was confirmed during visual inspection and functional testing. The defective processor board will be replaced to remedy the fault. The second customer complaint for the platform stop performing compression was confirmed during archive review but not during functional testing. The platform stopped performing compression due to user advisory (ua) 17 (max motor on time exceeded). The root cause was due to the platform not reaching the target depth within specification due to the stiff patient and the low voltage battery used during the event. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to error message ua 17. Upon customer approval defective component will be replaced and the device will be further tested to full specification. During visual inspection, flickering lcd backlight was noted. In addition, the encoder drive shaft was observed to not rotate smoothly, exhibits binding and resistance and the root cause could not be determined, which is unrelated to the reported complaint. Based on the archive, on (B)(6) 2017 the li-ion battery with serial number (B)(4) with low battery capacity was used and the platform performed 42 compressions on the medium size patient. The platform stopped performing compression due to error message ua 17. The user pressed restart to clear the error message and the platform was continued to be used with the same low capacity battery. The platform stopped performing compression six more times due to user advisory 17 in the frame of six minutes and twenty seconds, following with multiple low battery messages. Error message ua 17 is an indication that the battery being used has a low voltage. The platform passed the initial functional testing without any issue. A drive train motor brake gap inspection was performed and passed without any fault. A run-in test was performed using 95% patient large resuscitation test fixture (lrtf) with a good known batteries until discharged without any fault. In addition, a load cell characterization testing was performed and both load cell modules are functioning within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4). Medical safety assessments the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, the crew reverted to manual CPR. For a trained user, changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation. Because the conversion to manual CPR is quick and available, the patients' outcome is not negatively impacted by the transition when compared to standard of care manual CPR. Rosc was not achieved after a combination of manual and mechanical CPR. The cause of patient's death was likely to be patient's underlying clinical condition. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). Death is an expected outcome for ohca.

Event description:
(B)(6) ems received a 911 call for a patient that was experiencing cardiac arrest. The incident occurred at the patient's residence and was witnessed by the patient's husband. There were no signs or symptoms of trauma. No bystander CPR was performed. The platform was deployed without any issue. After few minutes performing compression, the platform display screen was observed flashing and display screen eventually went dark and did not turn back on. The platform then stopped performing compressions. No error message was displayed. The crew then reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved and the patient expired before arrival to the hospital. The customer does not attribute the patient's death to the use of the autopulse.